Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer reference number: (B)(4)] the tip of the l4 lead was suspected to have broken off, and the lead was left implanted in the patient.